Event description:
It was reported that during a stent placement procedure for long superficial femoral artery occlusion via femoral access, the stent was allegedly placed with a minimal overlap. It was further reported that internal wire allegedly broke off while deploying the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was returned for evaluation. The returned delivery system was found with a broken force transmitting joint. The stent was found partially deployed, and fractured. It was assumed that the break of a force transmitting joint led to the partial deployment of the stent and subsequent stent fracture. A 6f introducer with a 0.035" guidewire were used for access, a lot of calcification was present, and the lesion was pre dilated. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting joint leading to partial stent deployment, and stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding pta the instructions for use states: 'predilation of the lesion should be performed using standard techniques.' Under required materials the instructions for use state: ' (...) 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire, (...)'. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use state: 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' H10: d4 (expiry date: 12/2024), g3, h6 (device) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during a stent placement procedure for long superficial femoral artery occlusion via femoral access, the stent was allegedly placed with a minimal overlap. It was further reported that internal wire allegedly broke off while deploying the stent. The procedure was completed using another device. There was no reported patient injury.